Manufacturer narrative:
On (B)(6) 2016 an ocd field engineer (fe) arrived at the customer site and did a solution a and solution b integrity test and found the instrument using only b solution. The fe repaired and now solution a and solution b are used correctly. Also, the connector on bottle a was blocked and pressure never got inside the bottle. The fe replaced the bottle. The fe verified all fluidic connections and replaced all tubes connected to valves. The customer ran qc and accepted all results. Repairs have returned this instrument to expected operation.

Event description:
Testing was performed while the tubing was connected improperly on the ortho provue. There was no report of harm to any patient or operator. (B)(4).